Event description:
It was reported that while using a harvesting cannula system during a procedure "the balloon broke inside the patient." The pieces were removed and no patient injury was reported by the user facility.

Manufacturer narrative:
Stryker sustainability solutions (sss) resterilized the complaint device through our open-but-unused process. The complaint device was not returned to sss for an evaluation. No sales order number was reported so the manufacturing date, expiration date, and lot number could not be determined. The root cause of the failure mode is unknown; however, possible root causes may be linked to the following: balloon detachment as a result of mishandling prior/subsequent to distribution from stryker (includes user storage methods). User error (includes user technique and methods). Ancillary equipment error (includes all other equipment outside of the complaint device that may have contributed to the error). The reported event is not occurring more frequently or with greater severity than is usual for the device. Device not returned.